Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#373360. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there is poor barrier separation. This occurred on 60 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: so far they have only run few tubes with this lot but are finding that the cells are not separating as they should, confirmed they are spinning at rcf 1800 for 20 min at the room temperature.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml there is poor barrier separation. This occurred on 60 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: so far they have only run few tubes with this lot but are finding that the cells are not separating as they should, confirmed they are spinning at rcf 1800 for 20 min at the room temperature.